Event description:
It was reported that the device triggered the elective replacement indicator earlier than expected. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead, (B)(6) 2002; 5076 implantable pacing lead, (B)(6) 2002. (B)(4).

Manufacturer narrative:
The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.